Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: grade 3 filter leg interaction with the duodenum. During the index procedure on (B)(6) 2016, the patient received a celect® filter. The primary reason for filter placement was a dvt and failure of anticoagulation. The inferior vena cava (ivc) diameter at the intended filter location was 23 mm. The ivc had no anomaly or thrombus prior to filter placement. Using the left internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed the ivc diameter at filter location was 14.8 in ap view. No ivc anomaly or thrombus was present. The filter was placed in the ivc infrarenal site. There was no evidence of filter deformation or migration. Filter tilt was 5.3 degrees in the ap view per venogram. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after filter placement. On the same day, the post-procedure x-ray was performed. There was no evidence of filter fracture, embolization, or migration. Analysis revealed no evidence of filter fracture, deformation, embolization, or migration. On (B)(6) 2018 (724 days post-procedure), a clinical follow-up abdominal CT scan was performed. There was no evidence of filter embolization or filter leg interaction with the ivc wall. Analysis of the CT revealed no evidence of embolization. There were 8 filter legs with a grade 1 filter leg interaction with the ivc wall. There was one grade 2 filter leg interaction, but no hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. There were two grade 3 filter leg interaction with the duodenum, but no hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. Patient outcome: no known clinical sequelae. On (B)(6) 2018 the patient completed and exited the study.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and image review. Two years after filter placement there were 8 filter legs with a grade 1 filter leg interaction with the ivc wall. There was one grade 2 filter leg interaction and two grade 3 filter leg interaction with the duodenum, but no hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. No known clinical sequelae. A review of the imaging provided found celect-pt filter placed in an infrarenal location without evidence of significant tilt or immediate penetration. The ivc anatomy was normal. A CT scan, performed 724 days later, demonstrates interval development of multiple grade 1, 2 and 3 interactions with the wall of the ivc; the 2 primary filter legs at the 3:00 and 6:00 regions both demonstrate grade 2 interactions with the wall of the ivc, extending into the pericaval fat. The 2 primary filter legs at the 9:00 and 12:00 region both demonstrate grade 3 interactions with the wall of the ivc abutting the posterior wall of the duodenum. The primary filter leg at the 12:00 region may, in fact, extend into the lumen of the duodenum as is suggested on the axial and sagittal reformatted images. All 8 of the secondary filter legs are appreciated and all demonstrated grade 1 interactions with the wall of the ivc. There is no discussion in the complaint report regarding any symptoms related to these penetrations and the CT scan does not demonstrate any pericaval or paraduodenal inflammatory changes present to suggest active inflammation. The cause of penetration, at this point, is indeterminate, but likely multifactorial and related to intrinsic factors with either the filter design or the patient¿s anatomy/biology. Previous manipulations in the region of the ivc may have also contributed to the development of penetration. Fortunately, perforations are a well described complication of ivc filters and typically have no symptoms, as appears to be the case with this individual. Importantly, if the filter is no longer clinically indicated, retrieval should be considered to prevent further penetration and or potential fracture. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.